Manufacturer narrative:
The customer reports the cns (central monitoring system) is getting comm loss on all their wireless bedside monitors. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reports the cns (central monitoring system) is getting comm loss on all their wireless bedside monitors.

Manufacturer narrative:
The customer reports the cns (central monitoring system) is getting comm loss on all their wireless bedside monitors. The product involved in this event has not been returned to date to allow for an analysis to be performed. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.